Event description:
A car hit me while I was in it going across the street into pt building. I have torn ligaments and a sprained ankle from getting hit. The injury did not happen due to a device defect; the device is now broken due to being hit by the car.